Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain, hurt - vagina [vulvovaginal pain] pain at the time the tampax was applied, hurts so much no matter in what position I try to apply them - tampon [complication of device insertion] the caps are super hard at the tip that goes in first- tampon [device physical property issue]. Case narrative: consumer reported via social media that the tampons cause pain during insertion. No serious injury reported.

Event description:
Pain, hurt - vagina [vulvovaginal pain] , pain at the time the tampax was applied, hurts so much no matter in what position I try to apply them - tampon [complication of device insertion] , the caps are super hard at the tip that goes in first- tampon [device physical property issue]. Case narrative: consumer reported via social media that the tampons cause pain during insertion. No serious injury reported. [Additional comments]: MDR ID: (B)(4) was created unnecessarily. The complaint file does not contain a malfunction pqc. Does not meet reporting criteria.

Manufacturer narrative:
MDR ID: (B)(4) was created unnecessarily. The complaint file does not contain a malfunction pqc.